Event description:
Reported by the risk manager of the hospital as: "pt required replacement of lap band due to leakage in balloon portion of band." Further follow up with the medical facility's risk management provided no additional info.

Manufacturer narrative:
Taper ii. The product associated with this report has not been returned to allergan. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."